Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2022, the company was informed that on (B)(6) 2022 the patient went into asystole and the pump was not audible upon auscultation. According to history review, the power source for the pump was changed from wall power to batteries to restart the pump which ran for about 6 hours before driveline was disconnected. The driveline was then reinserted and pump resumed operation, afterwards the fixed speed decreased. About two hours later the pump stopped again and the pump stop button was pressed on the system monitor and the driveline disconnected shortly after and the pump never restarted. The driveline was disconnected to facilitate controller exchange and the pump stop button had been intentionally pressed. The suspected downtime was 20 minutes upon paramedics arrival. There was no audible alarm or light from the controller. Even after the controller was exchanged, there was no effect the pump did not restart. The patient was intubated and given inotropes in another hospital pending transfer to hospital (B)(6) (the patient lived remotely 1 hour 40 minutes away from hospital (B)(6)). Electrical rhythm returned at one point and the patient was sent to be transferred, but then the patient became unstable and needed to be cardioverted. The treatment was unsuccessful, the patient passed away on (B)(6) 2022. An autopsy was performed and the pump will be returned. Related manufacturer report number # 2916596-2022-00841.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) confirmed compromised wires that would have resulted in the pump stops on battery and power module power that were observed within the submitted log file. Additionally, a specific cause for the patient¿s outcome could not conclusively be determined through this evaluation. (B)(6) was returned with the driveline severed approximately 8.5¿ from the pump housing. A distal portion of driveline measuring approximately 30¿ was returned which had a clam shell repair present. The inflow conduit (inlet extension, flex section, and inlet elbow) was returned attached to the inlet port. The sealed outflow graft and outflow graft bend relief was returned attached to the outlet elbow. The outflow elbow was returned attached to the outlet port. Evaluation of the returned portions of the sealed inflow and outflow conduits revealed no evidence of adhered or developed thrombus formations. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The distal driveline was returned with a clam shell repair secured to the metal connector/bend relief. The controller connector was otherwise unremarkable. Further visual inspection of the distal driveline revealed multiple areas of tape approximately 0-16¿ and 20.5¿-24¿ from the metal connector. Visual inspection of the pump end driveline revealed a kink to the driveline which appeared to be due to a service-loop which was difficult to straighten out. The silicone sleeve of bother portions of driveline was removed and was unremarkable. An electrical continuity test of the returned portions of driveline was conducted and revealed that all wires were electrically intact. No wire-to-wire or wire-to-shield shorts were induced during intact testing event with manipulation of the driveline. The underlying bionate was unremarkable. The bionate was removed and visual inspection of the shielding revealed areas of shield breakdown approximately 0-3¿, 6.75¿, 19.5¿ and 22¿-24¿ from the metal controller connector. The shielding was removed and visual and microscopic inspection of the underlying wires of both drivelines revealed damage to the wire insulation of the yellow and brown wires approximately 1¿ from the metal connector. The yellow wire insulation was circumferentially severed revealed the underlying metal conductors. At the area of damage to the brown wire there was black discoloration indicating that the driveline was likely shorting to the shielding during support. The remaining underlying wires of both returned driveline portions were unremarkable. Excluding the yellow and brown wires on the distal driveline, the driveline was submerged in a saline bath for high potential (hipot) testing of each wire¿s insulation. The test did not reveal any other current leakage in the insulation of any driveline wires that would have resulted in an electrical short. The damaged yellow and brown wires would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. There was incidental findings of damage to the silicone sleeve and separation of the driveline bend relief from the metal connector. The relevant sections of the device history records for (B)(6) and driveline s/n: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 21may2014. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 entitled ¿introduction¿ lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.